Manufacturer narrative:
Insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no unexpected failed battery test or failed battery alert noted during the testing. (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer inserted other new and fully charged battery but the alarm occurred again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.